Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the patient monitor had a speaker malfunction error inop. The customer confirmed no sound is coming up at all. It is unknown by the reporter if the device was in use on a patient at the time of event. There was no report of patient or user harm.